Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, that a fenestrated bipolar forceps instrument cautery did not work. The procedure was completed with no reported injury. On 22-aug-2023, intuitive surgical, inc. (Isi) received FDA medwatch report with uf/importer report (B)(4) stating: "broke wire on fenestrated bipolar ref 471205 lot k11221128. Surgeon notified and xray taken. Surgeon spoke with radiology nothing seen in patient." Isi followed up with the initial reporter and obtained the following additional information: it is unknown what surgical task was being performed when the issue was identified, but there was no damage noted. No intervention was needed and there was no bleeding. The surgeon believes that the cause of the issue was due to the instrument. There was no complication to the patient; however, the issue added a few minutes to the procedure while a replacement instrument was obtained. The procedure was completed robotically and there was no impact to the patient's health. The patient was discharged. The patient did not experience any post-operative complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting cautery did not work, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.